Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. The patient experienced erosion through vaginal wall, and it attached to bladder, and reported damage to bladder and urethra. The patient underwent removal operation and it was reported due to the seriousness and extent of the damage not all could be removed. No additional information was provided.